Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The complete lead was returned; however, it was returned in two segments severed 17.5 cm from the terminal pin. Visual inspection confirmed calcified body fluid covering the distal and proximal shocking coils. Analysis confirmed that calcification in this area could affect impedance measurements. As a result, the clinical observation was confirmed.

Event description:
--

Event description:
Boston scientific received information that when programmed to dual coil configuration the shock impedance varied between 50 and 200 ohms on the right ventricular (rv) lead. As a result, the lead was programmed to single coil configuration and a revision procedure was scheduled. The lead and device were explanted and replaced. No adverse patient effects were reported.